Event description:
Additional information was received from the patient and it was reported that the stimulation stopped covering shoulder. Pain in arm and hand. No actions were taken. They need someone to check the ins as soon as possible and the pain is a problem. The issue is not resolved. The ins is not working and needs fixing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that roughly 2 months after their first implant they realized that the lead was too short and they could not extend their arm all the way, so they did a revision to make it longer. Caller stated the lead would prevent them from lifting their arm up because it was too short. Caller stated they had some "scaring" in there which was what they though was holding it tight. Caller stated the lead was restricting them from lifting their arm more that 45 degrees and if the would have tried to lift higher it would have torn and broken the lead. Caller stated their implant is in their chest over their heart. The patient then stated that stimulation is supposed to be controlling their shoulder all the way down to their arm but ever since they had a lead revision, they have not been getting good therapeutic benefit "its still not covering what it is supposed to cover." Caller stated it is supposed to cover from the top of the shoulder to their hand. Caller stated that they only feel stimulation in their hand and not the shoulder (where they also need it). Caller stated they have met with  manufacturing representative (rep) s 2-4 times at the drs office and they cant figure out why its not getting good coverage. The patient also stated that starting about a month and a half ago they started feeling like the stimulation is "jumping" and bothering them. Caller stated for example they will turn stimulation down and roll onto their shoulder and it will "activate by itself" and shocks the "daylights" out of them. Caller stated they have to scramble to grab the controller to turn the stimulation down when this happens. Caller stated it feels like they are getting electrocuted. Caller stated they are getting to the point where if they cant get this resolved they might just take the device out. The patient was redirected to their healthcare provider to further address the issue.